Manufacturer narrative:
Additional information received on 17-june-2019 indicating that the reported event occurred during testing and there was no patient involvement in the reported event. One cadd legacy pump was returned for analysis. Visual inspection of the pump found the pump is good physical condition. Functional testing included accuracy testing. The pump passed accuracy tests within the limits. Customer states issue was not confirmed and could not be duplicated. Problem source was identified as inaccurate testing at the customer's test site.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to deliver accurately by 7.70 %. There was no reported serious injury to the patient.